Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and (B)(6) 2009 and mesh was used. Implantation date not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat hypermobile urethra, borderline isd, cystocele stage 3-4, rectocele stage 1, mixed incontinence, weakened pubocervical and an obturator sling was implanted. Concomitantly the patient underwent a anterior colporrhaphy, vaginal extraperitoneal colpopexy, mesh implant, perineorrhaphy, pubovaginal sling the patient had revisionary surgery on (B)(6) 2009, due to mesh erosion, and the sling was incised on (B)(6) 2009, due to urinary retention. It was reported that patient underwent mesh revision and rectocele repair on (B)(6) 2009 and on (B)(6) 2010 underwent lysis, revision of sling, cystoscopy and urethrolysis due to voiding dysfunction, incomplete bladder emptying and periurethral issue by the implanting surgeon. It was reported the patient experienced over active bladder and underwent cystoscopy with botox injection on (B)(6) 2011 (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted due to vaginal vault prolapse, rectocele, and cystocele. The patient underwent a gynecological procedure on (B)(6) 2009 and a different mesh was implanted due to persistent voiding dysfunction with rectocele and revision of pubovaginal sling with rectocele repair. It was reported that following insertion the patient experienced pelvic pain, severe cramps, urinary stress incontinence, bladder infections, self catheterizing due to voiding difficulties, electric shocks into lower extremities with chills, and painful intercourse. The patient underwent revisionary surgery due to erosion on (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-08248 and medwatch 2210968-2012-08376. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.